Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) 445 mg/dl. Contact changed the infusion set twice to clear the occlusion prior to calling tandem technical support. Customer reverted to using manual injections for insulin therapy.